Event description:
Information was received that while a smiths medical tracheostomy was in use, the inflation line was noted to be broken was spilling water. Incident occurred while connecting the tube to the ventilator. A tracheostomy tube change out resulted, and no injury occurred to the patient.

Manufacturer narrative:
One tracheostomy tube was received for evaluation. Visual inspection of the device found the inflation line was not connected to the balloon. Further inspection revealed the airway line had been cut immediately below the balloon. No signs were noted as evidence that the inflation line had been pulled. Devices are 100 percent leak tested prior to packaging. The reported customer complaint has been confirmed, and the problem source determined to be user interface. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.